Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Error 99 was found during device log review. However this error (watchdog error) is a known issue and is linked to a software issue. This error has been corrected in the software version 1.9a. And in this case it was triggered prior to this software upgrade. The reported device was received in lake zurich and its investigation was performed by our local technical team. Test was performed on keypad with simple key presses and found that several buttons did not work (stop, up and menu). The reported event was reproduced but no cause could be identified as no physical damage has been observed. Due to the issue and as per technical manual instructions, recommended repair actions were to replace the front housing with keypad which was sent to brézins for further investigation. Upon visual inspection it was noticed that the side magnets were missing. The keypad was cross-tested and although the device could be switched on some of the keys were found non responsive and/or worked randomly. Sticking status was check and was found intact without any infiltration. The cause of this issue probably comes from poor internal contact due to premature wear. A CAPA is addressing this issue. To our knowledge this complaint is not being related to patient safety. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective keys (on keypad) - stop button not working.